Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition as the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrical allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed. Laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition as the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.